Event description:
It was reported that a lead integrity alert (lia) had triggered and that the patient presented to the emergency room after receiving inappropriate shocks. Interrogation of the device revealed high short interval counts (sic), high rate non-sustained ventricular tachycardia episodes, and out of range high rv pacing impedances. Fracture was suspected. One week later the pace-sense portion of the lead was capped and a new pacing lead was implanted. It was also reported that the device algorithm failed to withhold therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Oversensing occurred. Eleven ventricular non-sustained tachycardia episodes of less than or equal to 210 milliseconds occurred between (B)(6) 2013. Five lead failure predictor high rate non-sustained episodes of less than or equal to 215 milliseconds average ventricular cycle occurred on (B)(6) 2013. Ten ventricular fibrillation (vf) episodes of less than or equal to 190 milliseconds average ventricular cycle occurred between (B)(6) 2013. The lead integrity alert triggered. One patient alert for lead failure predictor occurred on (B)(6) 2013. There was high resistance/impedance. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. Weekly pace lead trend data shows an increase for max ventricular pace bi impedance from 779 to 4047 ohms peak between (B)(6) 2013. Interference/noise was noted. Ventricular short interval count v-sic of 12328 counts occurred in 31.04 days between (B)(6) 2013. Product: 4194, implantable pacing lead, (B)(6) 2012; 5076, implantable pacing lead, (B)(6) 2006; d314trg, bi-ventricular defibrillator, (B)(6) 2012.(B)(4).